Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported hypoglycemic event. Customer passed out on neighbor's lawn while walking home. The blood glucose level was 40 mg/dl. The paramedics were called. Neighbor gave customer glucose gel. The blood glucose level increased to 115 mg/dl when the paramedics arrived. Customer was not taken to hospital. Nothing further reported.